Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies on the lead body. The helix was found to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The reported event of helix mechanism issue was confirmed. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure prior to insertion into the patient, the helix of the right ventricular (rv) lead was unable to extend. Another rv lead was successfully implanted to resolve the event. The patient was in stable condition.